Event description:
Patient started to experience adbominal pains, and later noticed loss of restriction. Subsequent x-ray shows break of port tubing. No date yet set for surgery to replace port. Follow up findings: leakage at or near port tubing connector.